Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). The lesion was predilated with an apex balloon and an nc quantum balloon. A 2.25x24mm taxus liberte atom stent delivery system (sds) was then advanced to the rca; however, the device was unable to cross a previously placed taxus stent. The 2.25x24mm sds was removed from the patient and it was noted that the stent strut was lifted. The physician was unable to advance anything else through the previously placed stent and the procedure was ended. It was noted that the previously placed taxus stent was well positioned and apposed. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).